Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2019 with the following findings:.during investigation, the keypad is torn over the ok button. Unable to test buttons due to blank display. The keypad was removed and there was no damage found to button contacts. The pump was opened and there was no damage found to display screen. When a test display screen was used; display functions normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.